Event description:
It was reported by service report that the head end of the bed drifted down. There was patient involvement, however no adverse consequences were reported.

Manufacturer narrative:
Result: headend lift motor. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.